Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead reported to have possible infection. No actions has been done to the device system. There were no additional adverse patient effects reported. The ra lead was abandoned surgically.